Event description:
The affected handle was not performing correctly upon testing. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the dermatome cut below skin into the fat with setting set to minimum. The surgeon described the dermatome was shredding instead of cutting. There was patient impact. There was a surgical delay of an unspecified amount. Due diligence is in progress, no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Functional testing of the returned product identified that the unit passed the rpm test, the control bar was not flush with the master blade, and calibration was not in limits when set to the 0, 10, or 20 readings. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.